Manufacturer narrative:
Block e1: initial reporter city is (B)(6); reported here as the initial reporter city exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre pro gi wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro gi wireguided dilatation balloon were used in the esophagus during an esophageal dilation procedure to treat esophageal stenosis performed on (B)(6) 2026. During the procedure, gradual negative pressure was applied to inflate the first balloon; however, pressure could not be maintained. Upon inspection, a pinhole was observed at the tip of the balloon. For the second balloon device, pressure could not be maintained immediately upon inflation, and a hole larger than a pinhole was observed at the rear end of the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.